Event description:
Information was received from a consumer's family regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that patient had cautery done on the day of this call at dermatologist. During this time, patient felt pain at the implantable neurostimulator (ins) site and was still having residual pain. The change in symptoms was considered sudden.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.